Event description:
A customer reported that after a 100ml bag of 40 meq of potassium was hung in the ICU, the IV set was found leaking from the upper smartsite port above the pump. The nurses asserted that they did not puncture the port with a needle. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.